Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed kinks to the hypotube 16cm, 60cm, and 73.5cm from the handle. There is a flat spot on the distal shaft at the tip. Microscopic inspection revealed damage to the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 10jan2020. It was reported that the device could not cross the lesion. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed a damaged exit notch.